Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: deformation, device appearance (observed 40 mm dark patch edge material inside gel device), crease fold, yellow particles and overweight. Overweight is observed in the device however in the weighing of each unit in manufacturing for this reason is not considered defect cloudy and voids was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported having "hardening of the breast" and describing the left side as "firm and looks abnormal due to capsular contracture," baker grade iii. No treatment or surgical reoperation has occurred. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 07/26/2011 and 07/24/2017. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported having "hardening of the breast" and describing the left side as "firm and looks abnormal due to capsular contracture," baker grade iii. No treatment or surgical reoperation has occurred. Device has been explanted.